Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose above 350 mg/dl while wearing the pod between 36 and 48 hours. The pod was leaking insulin from the infusion site (abdomen). When the pod was removed, the cannula was found bent. As treatment, a new pod was applied.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent or kinked. The download data from the pod contained no timeouts, drive stalls, or hazard alarms. A tear was observed on the unexposed portion of the soft cannula. The exposed portion of the soft cannula could not be tested to confirm the reported issue.